Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws locked on the common bile duct and would not open. The second instrument opened and the first one cut off with the specimen. Another device was used to complete the case. There were no adverse consequences to the patient.